Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to motor encoder out of phase. The insulin pump was unable to perform displacement test due to motor error alarm. The insulin pump was received with cracked case on display window corners, minor scratches on lcd window, cracked lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer stated that he recently wore the device during a brain scan. Blood glucose level at the time of the incident was not provided. The customer received an additional motor error alarm during troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.